Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
Patient had a superdimension enb procedure on (B)(6) 2015. The site reported that the patient died on (B)(6) 2016 from metastatic lung cancer. No additional information has been received. Per the site's report the death is not related to device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.